Event description:
The plaintiff's atty alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2012, and subsequently expired on (B)(6) 2012 after use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving three separate products; associated mdrs # 1225714-2014-02609, 1225714-2014-02610, 1225714-2014-02611, 1225714-2014-02612, 2937457-2014-00804 and 2937457-2014-00805.